Event description:
Report received of a non-delivery of potassium phosphate with no pump alarm. A 250ml bag with 15-20mmols of potassium phosphate was hung at 6:30 pm to infuse at 40ml/hour via a triple lumen central venous catheter. It was reported that drops were noted in the drip chamber at the initiation of therapy. There was a shift change at 7:00pm. At midnight, the nurse noted that the bag was still full. There was no pump alarm. The port the potassium was infusing through was reportedly clotted. The infusion was infusing through was reportedly clotted. The infusion was switched to one of the other infusion ports on the triple lumen central venous catheter. The pump was removed from clinical service. The infusion was completed using a different pump. There was no reported adverse effect to the pt. No medical interventions were required. Though requested, there was no additional info available.